Manufacturer narrative:
Additional information :the device was manufactured between february 27, 2019 - march 01, 2019. The actual sample was received for evaluation. The sample was sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified locations. There was no report of patient injury or medical intervention associated with this event. No additional information is available.